Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found no power reboot events in the pump¿s history. The pump was returned with multiple cracks in the battery compartment. The threads on the battery cap were also found to be stripped, and were unable to secure to the battery compartment. A test cap was able to fit for testing. The pump was exercised for 24 hours with no further loss of power occurring. The original allegation of intermittent power issues was duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.